Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller displayed a battery failure alarm. During troubleshooting, the nurse pressed the battery button firmly and the alarm resolved. There was no noted patient harm.

Manufacturer narrative:
The investigation for the automated impella controller (aic) battery failure-red alarm has been completed. Console logs were unavailable since the console was not returned. The logs did not contain any relevant data to the complaint since the issue was resolved in the field and was determined to be use related. The console was not returned. The reported battery failure alarm was resolved in the field and was determined to be use related. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-26111 as it is unknown if the initial reporter also sent the report to the food and drug administration.